Event description:
The patient reported that the buttons are sticking on the pump. She says it takes multiple buttons presses to activate desired pump functions and the pump menu highlights scrolls. The patient does not clean the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The product has been returned to animas. Evaluation revealed contamination under keypad button contacts. The ok and down arrow buttons intermittently activated desired pump functions. All other keys are responsive and have normal spring back or click. The emblems on the keypad were worn. Unrelated to the complaint the battery compartment is cracked from the threads to the case seal.